Event description:
It was reported that the flip flop brake on the 9800 system was not holding. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The flip flop locking handle positioning pin was replaced during the service call. The system was tested and found to be working as intended, and put back into service.